Manufacturer narrative:
Failure event observed during analysis. Final analysis found the lead was returned in two pieces. An external abrasion which breached the empty lumen between the shock coils was found. The abrasion was consistent with exposure to constant friction against another implantable device or patient anatomy. An internal abrasion was noted proximal to the superior vena cava shock coil which breached the lumen. The etfe coating was also abraded at the same location.

Event description:
This report is to advise of an event observed during analysis.